Event description:
It was reported that during central processing, the single port monopolar curved scissors instrument was broken. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component was located at the distal end of the instrument and served as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.52mm x 2.93 mm in size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.